Event description:
Radiometer reference number: (B)(4). According to the complaint, the customer reported that from 24feb2026 to 26feb2026, the blood gas analyzer abl90 flex plus analyzer (serial number (B)(6)) gave erratic pco2 results, also when compared to another analyzer (B)(6) in the intensive care unit (ICU). The patient was on a non-invasive ventilator for which they did not change the settings over the course of the readings they are concerned about. They would have expected the pco2 to come down over the two days they have readings for, but they had two erratic readings.

Manufacturer narrative:
Following have been corrected: section b5: dates on when the event happened was corrected from "on 24feb2026 and 25feb2026" to "from 24feb2026 to 26feb2026". Section b6: last date of comparison measurement was corrected from 25feb2026 to 26feb2026. Section g3: in the initial report it was stated the date of awareness being 26feb2026. It should be corrected in 27feb2026.

Event description:
Radiometer reference number: (B)(4). According to the complaint, the customer reported that on (B)(6) 2026 and (B)(6) 2026, the blood gas analyzer abl90 flex plus analyzer (serial number (B)(6)) gave erratic pco2 results, also when compared to another analyzer ((B)(6)) in the intensive care unit (ICU). The patient was on a non-invasive ventilator for which they did not change the settings over the course of the readings they are concerned about. They would have expected the pco2 to come down over the two days they have readings for, but they had two erratic readings.